Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade. During the procedure, there was difficulty removing the stylet from the left ventricular lead and the physician used a tool to remove it, which damaged the insulation. The lead was replaced. The patient was in stable condition.